Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective inspiration valve nt. As a resolution, imt medical shipped new inspiration valve nt kit under warranty to customer.

Event description:
It was reported to vyaire medical that the bellavista1000 had alarm 318-inspiration valve failsafe failed or occlusion in inspiration tube intermittently. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 others: the suspect device has not been returned for evaluation. According to logs insp valve test. Error 3 occurred 25 times between 01-10-2022. Insp valve test - error 4 occurred 4 times on 01-10-2022. Vyaire medical technical support sent new inspiration valve nt kit under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.